Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion not detected / cassette not attached error. This device has not been in for service within the review period. Review of event history found cassette not attached properly alarm. Visual/functional testing was performed. Reported problem was duplicated. The cause was the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the pump reported downstream occlusion not detected / cassette not attached error. Patient involvement is unknown.

Manufacturer narrative:
Day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.